Manufacturer narrative:
Returned device confirmed separation between hub of cannula and y-connector is identical to that which is under recall and the lot number (15300) is under scope of the recalled lot numbers.

Event description:
During use the hub of the cannula separated from the y-connector.